Event description:
It was reported that the patient experienced either a foreign body rejection of the implanted devices or an infection. The area where the spinal cord stimulator lead and lead extension connect was sore, exhibited bow stringing, and was almost exposed due to dehiscence. The patient went to the emergency room where it was confirmed there was an infection, therefore, the patient underwent a deep brain stimulation (dbs) system explant procedure. It was noted that during the implant procedure, the overhead lamp may have touched the field. Additional information was received that the patient was administered antibiotics and was recovering postoperatively. The devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Lot: 7099799. Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Lot: 7076013. Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Lot: 7077131. Product family: dbs-ipg-r-MRI. Upn: m36512160. Model: db-1216. Serial: (B)(6). Lot: 543044.

Event description:
It was reported that the patient experienced either a foreign body rejection of the implanted devices or an infection. The area where the spinal cord stimulator lead and lead extension connect was sore, exhibited bow stringing, and was almost exposed due to dehiscence. The patient went to the emergency room where it was confirmed there was an infection, therefore, the patient underwent a deep brain stimulation (dbs) system explant procedure. It was noted that during the implant procedure, the overhead lamp may have touched the field.

Manufacturer narrative:
Explant date: (B)(6) 2023 additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), lot: 7099799. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), lot: 7076013 . Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), lot: 7077131.